Manufacturer narrative:
The date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported scope guide failure and scope error persists despite disconnecting and reconnecting the scope guide for an olympus colonovideoscope. There was no patient injury reported.